Event description:
Meter name: one touch basic, strip name: one touch, meter code: 7, strip code: 7, strip storage: unknown, symptoms: eyes felt weak. A patient reported they were seen in ER. Their meter allegedly was inaccurately erratic. The result on their meter was 190, 165, and 135 mg/dl. The result on the ER meter was unknown. The time difference between patient's meter and ER was unknown. Treatment was unknown. No further information has been reported.